Event description:
Healthcare professional (hcp) reports a fiber leak noted at the onset into pt treatment. New disposables used to continue the treatment without incident. The dialyzer was reused 28 times prior to the reported event. Hcp reports no pt injury or need for medical intervention.